Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the revision of the right ventricular (rv) lead the lead got disconnected from the implantable pulse generator (ipg). It was then noted that the ipg impedance was high in the right ventricle when connected again. The impedance readings were noted to be incorrect when compared to the analyzer so the ipg was explanted and replaced. No patient complications have been reported as a result of this event. (B)(6) 2021 it was further reported that the rv lead was revised due to high and unstable thresholds. Rv lead remains in use.